Event description:
This rv lead was implanted on (B)(6)2004 and remains implanted at this time. A call was placed to technical services on 07/18/2018 stating that this lead had an out of range ventricular amplitude. The following physician was dr. Richard abben at cardiovascular institute of the south in houma, la. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).